Event description:
The patient called tech support on (B)(6) 2014 with a slow drain report. During this call the patient mentioned that he had an infection and was taking antibiotics. A follow up call was made to the patient's peritoneal dialysis nurse. During this call the nurse stated the patient had peritonitis that was confirmed on (B)(6) 2014. It was also noted the patient was none compliant and refused to wear a mask, use hand sanitizer or wear gloves. The patient had a fungal infection on his penis due to poor hygiene. The patient subsequently developed fungal peritonitis. The patient was treated with antibiotics. The patient had been transferred to hemo dialysis due to his non compliance. There was no injury from his poor drainage issue. The patient completed his treatment on (B)(6) 2014.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.